Event description:
It was reported that the patient fell in 2022 and broke their scalp. The extension wire was currently exposed and there were three holes in the wound. The patient has received medical treatment and is still recovering.

Manufacturer narrative:
B3. The event date is an estimated date (year valid). D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: 37085, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.